Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 6 left press fit cr femur; cat# unknown; lot# unknown, size 6 spiked tritanium tibia; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's left knee was revised due to pain. Surgeon reported that nothing was loose or broken.

Manufacturer narrative:
An event regarding pain was reported. Upon medical review, the clinician confirmed malposition of a femoral component. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: malalignment in the extensor tendon mechanism of the knee, likely contributed by femoral component malrotation has contributed to patellar subluxation with pain requiring revision surgery. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: x-rays were provided for the event. Clinician review concluded: malalignment in the extensor tendon mechanism of the knee, likely contributed by femoral component malrotation has contributed to patellar subluxation with pain requiring revision surgery. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The root cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product details and product evaluation are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised due to pain. Surgeon reported that nothing was loose or broken.